Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 leads implanted with the same lot number. It was reported the patient suffered a fall approximately 5 months ago, at which point her stimulation became painful and less effective. The patient underwent surgical intervention on (B)(6) 2016, where her leads were repositioned. The patient is now receiving stimulation in the targeted areas.